Event description:
In 2008, the patient reported that with his last cartridge he noticed some air bubbles in the insulin infusion set tubing. He stated he did not currently have any air bubbles in his tubing. He said he uses room temperature insulin to fill his cartridges. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.